Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: creases fold and an opening. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via company representative left side rupture. The device has been explanted.